Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement turbine assembly. A return goods authorization (rga) number was also issued for the return of the alleged faulty turbine assembly for evaluation. As of (B)(6) 2015 the alleged faulty turbine assembly has not been received.

Event description:
The following is a description of an event that occurred in (B)(6), as reported by the distributor: "vent inop motor fault after some tests we found that the problem is related to turbine and its interface board. I put a turbine and interface board from another ventilator, and the equipment returned to work perfectly." The distributor did not provide any information regarding patient involvement.